Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment using a micropulse p3 probe and cyclo g6 laser system based on the information provided, it appears the treatment was performed within specifications. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. However, the treating physician did observe some tissue at the tip of the device. Based on similar reported events, this is suggesting that there may have been some tissue (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated. If there is tissue, blood or other matter on the tip of the device when the laser is activated, this may create a condition where a burn may occur. The operator manual instructs to inspect the tip of the device and replace if contamination is observed. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex team did not receive any response from the doctor for several follow up emails. The results of post market data review indicate that this failure mode is not occurring with greater severity or frequency based on the number of events reported evaluated against the number of cases performed.

Manufacturer narrative:
Patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment using a micropulse p3 probe and cyclo g6 laser system based on the information provided, it appears the treatment was performed within specifications.however, the treating physician did observe some tissue at the tip of the device. Based on similar reported events, this is suggesting that there may have been some tissue (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated. If there is tissue, blood or other matter on the tip of the device when the laser is activated, this may create a condition where a burn may occur. Based on the information provided by the complainant, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."